Event description:
It was reported that the tip of the catheter could not be located via x-ray after a pump revision surgery on (B)(6) 2015. When the patient got out of surgery on (B)(6) 2015, they did not see the tip on the catheter where it went into the spine. The patient had a ¿bunch of x-rays taken¿ and could find no second catheter. The patient noted having their spine rebuilt a couple times and wondered if the longer screws that were used might have impacted her catheter. The patient¿s healthcare provider (hcp) wanted to do a dye study to see the status of the catheter. The medication was diluted (B)(6) 2015 with the pump revision, and the patient goes back on (B)(6) 2015, and they would dilute the medication again and setup a dye study. The pump system was being used to infuse fentanyl, morphine (unknown), and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to manufacturer¿s report #3004209178-2015-09460 for information pertaining to previous pump revision]

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).